Event description:
Kimberly-clark received a report stating, "while fit testing with the (B)(4) and bitter solution from 3m the personnel failed the test then was retested immediately while wearing a 3m mask using the 3m bitter solution, the personnel experienced respiratory distress and was intubated. Employee is off the ventilator today." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that the product met all manufacturing specifications and passed filtration testing. The mask involved in the incident was not available from the user facility and therefore could not be evaluated. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.